Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. The investigation is ongoing and definitive the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image produced did not look like the correct color and looked "washed out." In addition, the user facility reported that the image appeared "really bight" and other times it appeared "mixed together." The problem, as reported to olympus, was identified at the beginning of a procedure. The intended procedure was completed after a short delay, using another similar device. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to the monitor that caused the abnormal color tone. Olympus will continue to monitor field performance for this device.